Event description:
As a result of having a surgical screw placed in leg to repair a torn acl. The doctor placed a bio-degradable biorci-ha screw which was to dissolve in the bone but never did after almost two years. It began to cause problems such as pain in bone, bone swelling, weakness in the leg, can't sit, stand, walk more than a half block, it has alter my ability to work and maintain myself. This has left me permanently disable. I am bringing this product to your attention for a possible recall by the company of smith & nephew. This case. Dates of use: (B) (6) 2007 - (B) (6) 2010. Diagnosis or reason for use: to replace a torn acl.